Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3776-75, serial/lot #: (B)(4), ubd: 31-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's lead wire broke years ago. Caller did not have any further details. No symptoms and no further complications were reported.

Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that after replacement of control box, the doctors at the clinic found the wires to be broken in the back. New leads and paddles were recommended for fixing issues. No resolution at this time.